Event description:
Related manufacturer reference number: 2017865-2022-46850. It was reported that the patient presented in clinic due to chest pain. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead and atrial (ra) lead. There was also intermittent capture on the rv lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of intermittent capture and unacceptable capture were not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.